Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values four days after the sensor was inserted in the abdomen. After a meal, the patient exhibited signs of hypoglycemia including shaking, confusion, and inability to communicate. The patient's wife took the patient to the emergency department (ed) and the patient was treated with dextrose. After he was stabilized, he was discharged home. At some point, the cgm was reading 282 mg/dl and the blood glucose reading was 184 mg/dl. There was no documentation of further medical intervention. At the time of the report, the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.